Manufacturer narrative:
No death or serious injury were reported due to the malfunction as the device was not used on a patient. This MDR has been filed out of an abundance of caution, due to the potential for death or serious injury if the loss of visualization of the lava were to occur during a procedure causing non-target embolism. A batch record review was performed and no deviations or issues associated with the lot were found. Additionally, the recorded mass-per-vial data were reviewed, and all vials were documented as being within the established specifications. No discrepancies were identified that would indicate a manufacturing deficiency or concern with tantalum content. Sirtex has made multiple attempts to obtain the device for further investigation, but the device has not been returned. Should the device be received by sirtex, a follow-up report will be provided after the investigation.

Event description:
The physician notified sirtex medical that one of the lava vials they had in stock seemed very diluted and appeared to have little to no tantalum in it. The device was not used on the patient but the physician mixed the device on the vortex mixer for 20 minutes and noted the vial appeared "watered down" as they prepared to aspirate. Additionally, the physician performed the mixing using the mixing kit. The physician placed the device under fluoroscopy and noted that it was not radiopaque.